Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, very unpleasant and highly visible lumps on her cheeks, existed for 2.5 years and therefore a permanent damage is assumed. The device history record for lot 100102070 was conducted. No non conformance were noted that would contribute to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This consumer report was received from a (B)(6) consumer and concerns a female patient. She was treated with radiesse(+)® into the cheeks, to fill in the consequences of her acne, on (B)(6) 2017. Batch number was reported as 100102070. A lot search in the global safety database was conducted. The patients past medical history included acne. Since the treatment with radiesse(+)®, the patient developed a very unpleasant and highly visible lumps on her cheeks. The physician told her that the product was going to accommodate itself with the time, and advised her to have patience. Also, the physician told her not to worry because the product was going to reabsorb in a period of no more than a year and a half. Up to the date of this report and almost 3 years since the infiltration, the patient continued to have the unpleasant bumps on her face. Due to the provided information, the outcome of the event was considered as not resolved.

Event description:
Follow-up information was received on 17-aug-2020: the patients full initials were provided. The patient informed that she went to a new physician and he applied a defibrosing treatment to her face. The physician was going to assess the patient after 10 days of the treatment. The outcome of the event was reported as not resolved, and left unchanged. In the opinion of the reporter, the event was of severe intensity, not life-threatening, unknown if permanent, and related to radiesse(+)®.